Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware.

Event description:
It was reported that the patient had a wound underneath the implantable pulse generator (ipg) pocket site that was not healing, and there was drainage at the incision site. The physician discovered that the ipg site was infected, and the patient noted that they have been dealing with it for about two years and was administered antibiotics at some point over the last years. The physician believed that infection was device related. The patient is currently doing well.

Event description:
It was reported that the patient had a wound underneath the implantable pulse generator (ipg) pocket site that was not healing, and there was drainage at the incision site. The physician discovered that the ipg site was infected, and the patient noted that they have been dealing with it for about two years and was administered antibiotics at some point over the last years. The physician believed that infection was device related. The patient is currently doing well. Additional information was received that patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was discarded by the facility.